Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device intermittently displayed no video signal (black screen) during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 correction fields: h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned and the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed, and the following troubleshooting steps were performed the customer was advised to begin by removing and reseating the video cabling between the devices. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.